Manufacturer narrative:
Evaluation: this event is currently under investigation.

Event description:
The zenith endovascular stent graft was being utilized for an aaa repair on a male pt in 2007. The pt subsequently had chills and temperature of 102.5 degrees that pm.